Event description:
Reportedly, when an attempt was made to defibrillate the pt, the defibrillator would not charge and displayed a connect electrodes message. An automatic external defibrillator was made available and used to defibrillate the pt. The pt was not resuscitated. There was no reported association between the malfunction and pt outcome.